Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1242 showed twenty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported ¿on (B)(6) 2022 placed single lumen PICC. On (B)(6) called to see PICC, leaking at the max zero needleless connector and PICC. When aspiration through max zero micro bubbles were in syringe. A different max zero connector was applied and micro bubbles continued. Additional information received 03/29/2022: it was reported the catheter was leaking antibiotics and was not removed/replaced. There were no symptoms with catheter. Securement device statlock. Q site adapter was placed to avoid further problems.

Event description:
It was reported ¿on 3/9/2022 placed single lumen PICC. On 3/10 called to see PICC, leaking at the max zero needleless connector and PICC. When aspiration through max zero micro bubbles were in syringe. A different max zero connector was applied and micro bubbles continued. Additional information received 03/29/2022: it was reported the catheter was leaking antibiotics and was not removed/replaced. There were no symptoms with catheter. Securement device statlock. Q site adapter was placed to avoid further problems.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the catheter/accessory connection was inconclusive because the returned samples were non-original product samples. The products returned for evaluation were two 4fr s/l powerpicc catheters. The samples were received in their original sealed packaging. Gross inspection was unremarkable. An attempt to infuse water through the samples using a 12ml luer-lock style syringe revealed the samples to be patent to infusion and aspiration with no leaks. Microscopic inspection of the luer adapters did not reveal any damage or defects. No deficiencies were discovered during evaluation of the returned samples; however, the returned samples were sealed and unused which indicated that they were not the originally implicated devices. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.